Event description:
It was reported that the device was unpaired from the transmitter and could not be interrogated with ble telemetry. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.